Event description:
It was reported to philips that the system had an image disk problem and was slow. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, when the issue occurred, the system was in clinical use for the diagnostic procedure which was completed as planned. A philips field service engineer (fse) went onsite and confirmed the reported problem. The system log file was checked. Upon troubleshooting, it was found that there were a lot of patient images and a lot of information on the worklist. To resolve the reported issue, the fse recreated the image store and restored the ghost image. Following these repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome.